Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The lesion being treated was located in the mildly tortuous, moderately calcified and 85% stenotic mid circumflex artery. The physician predilated the lesion with a 2.5 x 12 mm non-bsc balloon. Then the physician advanced the 3.00 x 16 mm taxus express2 stent to the lesion and had difficulty crossing the lesion and removed the stent. Upon removal, it was noticed that the "proximal struts were bent back on the edge." There were no pt complications. The procedure was successfully completed with a non-bsc stent. Pt status is reported as "ok".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.